Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s family member that the patient is deceased and died five days after the device system implant. It was further reported by the family that the death ¿may have been due to the device not working¿. Additional information was obtained from the physician who reported the patient developed a pericardial effusion from a possible lead perforation. After the effusion was drained, the patient developed pulmonary edema and passed away. It is unknown which lead caused the perforation but it was noted the atrial lead had a decrease in impedance. As the thresholds remained stable, it could not be determined which lead caused the perforation.